Event description:
Patient reported right side "is ruptured" and "recalled". Healthcare professional confirmed rupture. Device remains implanted.

Manufacturer narrative:
Device information reported as: serial #: (B)(6). Unknown corresponding side. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, "one of them is ruptured". And "recalled" to unknown side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
The device has been explanted and replaced.

Event description:
Patient reported right side "is ruptured" and "recalled". Healthcare professional confirmed rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as fold flaw opening and missing assessed as inconclusive. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.